Event description:
Intacs were implanted bilaterally in 2000. Day one (1) post-op "ucva" was 20/30 and 20/20, then visual acuity worsened "quickly" to 20/400 office visit. Patient complained of pain while flying and had difficulty seeing during this event. Dr performing implant noted at time of surgery that the patient's corneas seemed remarkably soft and malleable (event "mushy"). All other aspects of surgery appeared to be normal. Due to pt dissatisfaction with outcome, the intacs were removed (6/00), pt reports that the eyes have "gone back" since the removal and the pt is now pursuing an alternate refractive surgical procedure.